Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi due to electromagnetic interference. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. As received, the device was in backup mode due to code corruption. After loading device code and setting the pacer to nominal conditions successfully, the electrical and mechanical testing indicated normal functionality. Further evaluation of output parameters was within normal range and found no anomalies. Backup condition could not be reproduced and the cause of code corruption could not be determined. Longevity calculation was performed and found the the device is in normal range of operation with appropriate remaining longevity.